Event description:
A u.s. Distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and service code 204) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable and the (-5v) black main battery broken. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.